Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increased threshold measurements. Lead dislodgement was suspected. A lead revision is intended in the near future. No adverse patient effects were reported.